Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.the exact age of the patient is unknown, however, it was reported the patient was over 18 years.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior prolapse repair. The initial procedure was 6 to 12 months ago. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.according to the complainant, the patient had a small mesh exposure in the vagina. The physician will remove the exposed mesh.